Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not updating from epic into pyxis. The technical support specialist (tss) dialed into the server and found that the following services were disabled: net.pipe listener adapter, net.tcp listener adapter, and net.tcp port sharing service. Confirmation was requested and received. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient information was not updating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient information was not updating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.